Event description:
Physician reported the angiosculpt device got stuck in the pt during treatment of a heavily calcified proximal diagonal lesion. Physician pre-dilated with a 2.0 x 8 apex. He inflated the angiosculpt device two times. Physician deflated balloon and had difficulty removing the angiosculpt device. Physician removed the angiosculpt device and guide wire together. The case was finished by stenting and the pt is doing well.

Manufacturer narrative:
Pt info is not available. Attempts to obtain pt info has not been successful. Physician had difficulty removing the angiosculpt device. Physician removed the angiosculpt device and the guide wire together. Physician rewired for a planned stent placement. This resulted in prolongation of the case. There was no clinical injury reported by the physician. Angiosculpt was returned for lab analysis. Visual examination found damage in the intermediate bond, transition tube, proximal bound, and the ex port. Evidence of laceration from the ex port to the intermediate bond suggests that a guide wire prolapse occurred. It is probable that the angiosculpt device got stuck in the highly calcified proximal diagonal lesion being treated, which may have resulted in a guide wire prolapse. Guide wire prolapse is a possible occurrence during the procedure as listed in the angiosculpt ftca scoring balloon catheter instructions for use (IFU).